Manufacturer narrative:
An event regarding revision due to infection involving an adm liner was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pre and post operative x-rays, operative reports, pathology reports including the strain of infection identified as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: tritanium revision acetabular 509-02-58f, n67x4v. Modular dual mobility insert 626-00-46f, 63412201. Delta v-40 ceramic head 28/+4 6570-0-228, 58200701. Bowed conical stem 19 x 235mm restoration modular hip system, 6276-7-319, caxt42vd. 21mm mod rev hip bdy/blt +10mm component level 9006-1-121, 6276-1-121, 62035302. Md vit slv and 2.0mm homog cbl, 6704-0-510, 63410103. Md vit slv and 2.0mm homog cbl, 6704-0-510, 63320004. Md vit slv and 2.0mm homog cbl, 6704-0-510, 63410107. Md vit slv and 2.0mm homog cbl, 6704-0-510, 63041204. Osteolock bone screw 16mm, 5260-5-016, 62916402. Osteolock bone screw 30mm, 5260-5-030, 61780801. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
Post-operative diagnosis: patient underwent index right hip replacement out of cors scope, had complicated orthopedic history with her right hip. Patient had a revision for right hip during 2016, also out of cors scope. Patient diagnosed with pji on (B)(6) 2018, undergoes resection of all components. On (B)(6) 2018 patient undergoes reimplantation. She then underwent revision of right total hip arthroplasty on (B)(6) 2018 due to pji. Poly and head (mdm) components where exchanged.